Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, a rust color stain was allegedly found on the port upon removal. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, a rust color stain was allegedly found on the port upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. Four electronic photos were provided for review. Discoloration was noted on back side of port in photo review. Therefore, the investigation is confirmed for the reported discoloration and identified contamination issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, a rust color stain was allegedly found on the port upon removal. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, a rust color stain was allegedly found on the port upon removal. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, four electronic photos were provided for review. Discoloration was noted on back side of port in photo review and shows the small hole and gap between silicon jacket and the chamber of the port. Therefore, the investigation is confirmed for the reported discoloration and identified contamination and material puncture/hole issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d4 (medical device catalog #), g3, h3, h6 (device, component, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.